Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: long-term performance of an atrial lead capable of accelerometer based detection of cardiac contractility in patients receiving cardiac resynchronization therapy plos one. 2019; 14(9). 10.1371/journal.pone.0222269. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding an atrial pacing lead. The authors discussed an increase in atrial pacing thresholds which was not measurable. The lead was replaced. The disposition of the lead in question is not known. Further follow up did not yet yield any information. No patient complications have been reported as a result of this event.